Manufacturer narrative:
(B)(4). Date sent:(B)(6)2020. Additional information was requested, and the following was obtained: 1. Was the device a cdh29 or cdh29a? 2. Lot r5a20x correlates to a cr40g (contour reload); can you please provide the correct lot number? 3. What were the indications for surgery? ¿ anastomoses 4. What surgical procedure was performed? ¿ colostomy 5. Did the patient receive any preoperative chemotherapy or radiation? 6. What healthcare professional fired the device and what is his/her experience with the device? 7. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? 8. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? 9. Was the device difficult to close? 10. Was the device difficult to fire? 11. Did the healthcare professional receive audible & tactile feedback when firing the device? 12. Were the donuts complete? If not, please describe. 13. Was a complete transection of the white breakaway washer visually confirmed? 14. Can further information be provided on the shape of the staples and specific locations of the half not stapled along the circular anastomosis? 15. Is the colostomy temporary or permanent? 1 . Cdh29a 2. This lot no. I received from nurse from discharged boxes 3. End to end anastomoses 4. Colostomy ( make the end of colon discharge outside the body thorough medical pouch ) 5. Don¿t know 6 . After he fired the device , he noticed incomplete stapler area 7. He said in the green zone 8. He said yes 9. He said no 10. He said no 11.he said yes 12.not complete donuts , about half of donuts not complete 13. He didn¿t check it out because of the situation 14.there is information 15. Temporary.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device a cdh29 or cdh29a? Lot r5a20x correlates to a cr40g (contour reload); can you please provide the correct lot number? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts complete? If not, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can further information be provided on the shape of the staples and specific locations of the half not stapled along the circular anastomosis? Is the colostomy temporary or permanent? What is the current status of the patient? The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, while using the circular stapler, checked the donuts and discovered a half of it not stapled. The doctor completed the surgery with suture, but he changed the plan because of this event and did a colostomy rather than anastomosis. The procedure was successfully completed. The patient condition is stable.